Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that a steam pop was noticed in the patient, while ablating along the cavotricuspid ishmus (cti) line. The caller reported that when the thermocool® smart touch® sf bi-directional navigation catheter was near the inferior vena cava (ivc), the impedance increased to around 190-200 ohms. The smartablate generator was set to power control mode, at 50 watts. The smartablate pump was set to the standard thermocool® smart touch® sf bi-directional navigation catheter flow rate of 15ml/min. The caller reported that when checking intracardiac echocardiography (ice), it was confirmed there was no effusion present at the time. The caller then reported that about 45 minutes later, towards the end of the procedure, the patient's blood pressure dropped to the "low 50's." The caller reported that the pericardial effusion was then confirmed on the ultrasound system. The caller reported that while waiting for medical intervention, the patient's blood pressure then dropped again, to the "low 30's." The patient was then administered 5mg of protamine initially. The caller reported that once they confirmed there was a pericardial effusion present, another 100mg of protamine was administered to the patient. The caller reported that the medical intervention provided was a pericardiocentesis, and about 850ml total fluid was removed from the patient. The caller reported that the patient is in stable condition. Additional information was received indicating the adverse event was discovered post use of bwi products. The event occurred during the ablation phase on the cavotricuspid isthmus. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Intervention provided was pericardiocentesis. The patient¿s outcome from the adverse event was reported as fully recovered. Patient required extended hospitalization as the patient stayed in the cardiac intensive care unit (ICU) overnight to observe if she had anymore drainage from the catheter and if she remained stable. Transseptal puncture was performed with a baylis torflex and nrg needle. Ablation was performed and there was evidence of steam pop. The steam pop occurred near the end on the cavotricuspid isthmus. The smartablate generator and pump were set to the smart touch® sf (stsf) settings 8/15. The smartablate generator was set to power mode at 50w for 15s, temperature was stable. The normal impedance was 130-140 and they dipped into a pocket and it jumped to 190-200. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 15 sec. No errors reported by the biosense webster systems. All force visualization features were used. Visitag module was used, parameters for stability used were-2mm, time: 3sec, 3g at 25%, tag size 3. Additional filter used with the visitag was ablation index. No color options were used prospectively.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31025461l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).